Manufacturer narrative:
Evaluation of the returned catheter confirmed the customer reported complaint, the tip of the medial luer was missing from the tubing. The probable cause for the reported issue might be due to a latent material defect. During functional testing, the catheter was connected to a pressurized inflation device. Capping the "out" luer and connecting the "in" luer to the pressure inflation device. The catheter pressure was increased up to 100psi and no leak was observed. The balloons were able to deflate without difficulties. During manufacturing all cool line catheters go through a thorough 100% inspection and test prior to and during catheter assembly process to ensure visual, structural and functional integrity prior to lot release. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for cool line catheter with lot # 66334.

Manufacturer narrative:
The zoll catheter was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
A (B)(6) female patient was hospitalized due to severe head trauma caused by traffic accident. A zoll cool line catheter was inserted from the internal jugular vein. Two hours after the treatment was initiated, blood was observed in the catheter by the nurse . The nurse checked the catheter and noticed that the disengagement of the white luer from the tube. The physician exchanged the catheter and the treatment was restarted. No patient consequences were reported.